Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system advisory appeared during the cataract surgery. The system was restarted and procedure completed without replacing the cassette. No patient harm reported. No sample or further information expected.

Manufacturer narrative:
The system manufactured on (B)(6) 2014. Based on quality assurance assessment, the product met specifications at the time of release. The lot number specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A root cause for the customer¿s complaint could not be determined. The manufacturer internal reference number is: (B)(4).